Manufacturer narrative:
Follow-up #1: date of submission 10/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/23/2016 with the following findings: a review of the black box and alarm history showed a call service 078 alarm. The call service 078 alarm was duplicated. Internal moisture damage was found on the motor flex connector. Due to the moisture the motor did not work. Unrelated to the original complaint, the battery compartment was cracked from the top to the cover. A crack in the cover was found between the corner of the lens and the case seal. Additionally, the display was dim and pink.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting call service alarm 078. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #2, 28-feb-2017- correction to serial#.